Manufacturer narrative:
(B)(4). The results of the investigation concluded that the returned sheath tubing had been fractured and cracked and was returned in eight pieces; the fractured tubing continued to crack upon manipulation. The distal section of the sheath tubing was not returned, consistent with the event description. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the sheath damage is consistent with material degradation from exposure to ultraviolet light. How and when the ultraviolet light exposure occurred remains unknown. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.

Event description:
When the package of an 8f angio-seal vip device was opened what appeared to be a crack was noted on the sheath. Another 8f angio-seal vip device was used. While advancing the sheath a sound similar to a crack was heard and the sheath broke into pieces. The sheath and guidewire were removed from the patient and manual compression was held to achieve hemostasis. The patient was hospitalized to observe the puncture site and the implanted stent. The patient underwent a CT scan at a later time period where two pieces of debris were located outside the vessel and in the fat region. Surgery was successfully performed (B)(6) where multiple pieces were removed from the vessel.